Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-may-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 2 was not detected on bus and had failed drawer. A field service engineer (fse) found that the full height drawer was not detected on the bus. After testing in applications and diagnostics, the back panel was opened and the controller, card, and interface controller card were inspected. During the inspection, no lights were observed on the interface controller card. The interface card was replaced and rebooted with no success, so the controller card was also replaced. After replacing both components, the drawer was configured and successfully tested. The customer tested and verified the fix. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 2 had failed and was not detected on bus. The user tried recovering and did a hard reboot, but the drawer was not recoverable. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.